Event description:
User reports four patient samples that initially generated zero results which were higher when repeated. Patient 1, initial co2 gave 0 mmol/l; same sample repeated gave 26 mmol/l. Patient 2, initial co2 gave 0 mmol/l; same sample repeated gave 28 mmol/l. Patient 3, initial total bilirubin 0.0 mg/dl; same sample repeated gave 0.6 mg/dl. Patient 4, initial bun gave 0.0 mg/dl; same sample repeated gave 7 mg/dl. No erroneous results reported. The field service representative found a problem with the sample probe, and repaired the instrument.